Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated that while she was entering her bed room to go into the bathroom the right wheel spun resulting in her hitting the edge of the door. End user states she was not injured but the door had several chunks of wood taken out of it.